Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited an unspecified capture issue. The patient's physician set the autocapture mode to off. The patient condition is reportedly good.

Manufacturer narrative:
(B)(4).